Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with minor scratched display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip, missing end cap sticker and cracked case at reservoir tube window corner.

Event description:
It was reported that the customer's insulin pump was leaking from the reservoir area. The insulin pump was cracked in the reservoir compartment. Her blood glucose level was not reported. She was advised to disconnect from the insulin pump and revert to a backup plan. The product will return. Nothing further to report.